Event description:
It was reported that guidewire tip detachment occurred. Physician was performing a lower extremity pulmonary vein isolation (pvi). A 300cm, 12cm v-18 control wire was used to cross the lesion. However, during the procedure, the tip of the guidewire was fractured. The device was then removed but the tip was retained in the vessel. The detached tip could not be retrieved. No patient complications were reported after the tip detachment and the patient fully recovered.

Manufacturer narrative:
Unit was returned with its original pouch batch 27836205. The returned device matches with upn provided by the customer. The returned guidewire was kinked at the distal tip section. Additionally, the core wire was exposed due to peeling of the polymer jacket and was detached at the distal tip. The peeled section related to the polymer was measured and 1.2cm was missing. Microscopic inspection revealed the distal tip was bent and the polymer peeled and detached. The very tip is without detachment or an exposed tip. The device was measured in three sections, and was within specification.

Event description:
It was reported that guidewire tip detachment occurred. Physician was performing a lower extremity pulmonary vein isolation (pvi). A 300cm, 12cm v-18 control wire was used to cross the lesion. However, during the procedure, the tip of the guidewire was fractured. The device was then removed but the tip was retained in the vessel. The detached tip could not be retrieved. No patient complications were reported after the tip detachment and the patient fully recovered.